Event description:
Customer reports via phone that during a urology retrograde cystogram with stent placement, on a female patient (age unknown) the system fluoro failed. Staff completed the procedure using rad imaging. No reported injury.

Manufacturer narrative:
Field service engineer (fse) reported that when he arrived at the site, the system was working correctly. After a while, the system started to fail where the fse could not fluoro, but could take spot exposures. Fse troubleshot and found the atp console board was failing, replaced the board, and reset the configuration. Unit was then tested per service checklist (B)(4) and returned to the customer for full service.